Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for glenoid erosion at 7 years post-operative. Conversion to reversed shoulder arthroplasty. Patient(B)(6). This case replaces MFR report # 3000931034-2015-00282, that was canceled on 12-april-2016.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for glenoid erosion at 7 years post-operative. Conversion to reversed shoulder arthroplasty patient ID: (B)(6).